Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned broken/fractured in 2 segments (10.5cm distal segment and 184.5cm proximal segment), the guidewire ptfe coating was examined under magnification, the coating was noted to be peeled/peeling in multiple areas up to 27cm from the proximal end, in the broken/fractured proximal segment, 184.5cm of the nitinol tubing was broken with no core wire exposed, in the broken/fractured distal segment, 10.5cm of the nitinol tubing was broken with the core wire broken and exposed, in the distal segment a further break in the nitinol tubing was noted and the core wire was kinked/bent, the core wire distal end was observed through the distal tip dome, and the hydrophilic coating was hydrated and there were no anomalies noted. A functional test could not be confirmed as the device was damaged. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation, the device was prepared for use as per the dfu, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, continuous flush was maintained for the duration of the procedure, there were no other difficulties encountered during the usage of the device that could have contributed to the issue, the guidewire tip was not shaped, it was left straight. The patient¿s anatomy was mild tortuosity. There was no friction/resistance encountered during the procedure. The operator was not sure exactly when during the procedure the issue was noted. A 0.0165in sl-10 microcatheter was used in the procedure and the same microcatheter was used to finish the case. A new guidewire was used to complete the procedure. The device was returned broken in 2 segments (10.5cm distal segment and 184.5cm proximal segment) which indicates the device encountered significant torque during the procedure. A further break in the nitinol tubing was also observed in the distal segment with the core wire kinked but not broken. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿guidewire distal tip broken/fractured during use¿ in addition to the analyzed 'guidewire kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found the ptfe was peeling from the proximal end up to 27cm from the proximal end which indicates the ptfe encountered an interaction with another device. However, this cannot be confirmed as the torque device and the introducer sheath were not returned for analysis. Therefore, a cause of undeterminable has been assigned to the as analyzed 'guidewire ptfe coating peeling'.

Event description:
It was reported that during procedure the tip of the guidewire (subject device) broke off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during procedure the tip of the guidewire (subject device) broke off. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.